Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving unknown morphine drug (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a pocket fill on wednesday and was admitted to the hospital. The company representative (rep) stated that they opened the patient pump and confirmed that the reservoir was completely empty. They were able to get drug in the pump, but it was not the same concentration. The patient did have morphine 15 mg/ml in the internal pump tubing, but they were able to aspirate the catheter. The technical service (ts) reviewed with caller that they will need to do a prime of 0.187ml catheter and then do an advanced bridge bolus after that. The pump was going to be filled on the same day and the issue should be resolved.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the reason why the pocket fill occurred was unknown. The rep stated that the physician notified them at the time of the procedure and had not heard any more on the patient's status other than she was scheduled for a follow-up with the doctor's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that she had an accidental overdose with the pump and had to go to the intensive care unit (ICU).